Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed on (B)(6) 2016. Programming changes and further testing were recommended.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that through remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed on a stored egm.. The patient was asymptomatic. Programming changes were made and further testing was recommended.